Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed the reported complaint was caused by a depleted battery that had not been charged for 4 months. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to internal battery depletion. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).